Event description:
Customer reported that a pt was found to have an allergy to heparin and was changed to heparin-free treatment protocol. Every 30 minutes the extracorporeal circuit is flushed with 200cc of saline and the circuit is observed for the presence of clotting. She tolerated 2 1/2 hr treatment well, without any chest pain or tightness. During the treatment, she received 50cc of 25% albumin and oxygen at 2l/min.

Manufacturer narrative:
No further info is expected for this specific event. Unable to investigate the role of the device in this event. Therefore, the case will be considered to be closed. The incidents of such events will be monitored.